Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. No code available ((B)(4)) is used to capture surgery prolonged and no inormation available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2020 via tha. During the surgery, the surgeon inserted a sleeve with the introducer sleeve body connected the handle sleeve driver. Then, the surgeon tried to remove the devices with a hammer, the connection point of the introducer sleeve body and the handle sleeve driver came off easily. The surgeon could remove the devices with trying a few times. After that, the nurse checked the devices, he/she could not disconnect the devices by hand. However, he/she tried to get them off with a hammer, the devices came off easily. The surgery was completed within 30 minutes delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.